Event description:
It was reported a patient had a c6-c7 anterior cervical fusion with a synthes cervical spine locking plate (cslp) on an unknown date. The patient had a solid fusion at c6-c7 with no hardware-related issues. At an unknown point in time, the patient developed adjacent level disc disease at c5-c6 and had a fusion procedure performed at that level with a competitive zero-profile type anterior interbody spacer (similar to zero-p, but all peek material). On an unknown date, the surgeon determined that the competitive zero-profile device at c5-c6 did not adequately decompress the patient. On (B)(6) 2014, the patient underwent a procedure to remove the competitive device at c5-c6, as well as the synthes cslp plate at c6-c7 (where there was solid fusion). The surgeon decompressed the patient at the c5-c6 level, and implanted new cslp hardware at the c5-c6 level. The procedure was successfully completed. This report is 4 of 9 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Event date: unknown. Additional product codes for this report include: kwp and mni. Product was implanted an on unknown date. Product will not be returned for manufacturer review/investigation. Adjacent level disc disease. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.